Manufacturer narrative:
Product evaluation: analysis results not available, device not received for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that during a fess, the "frontal burr suddenly broke and the tip ejected during the operation (not in the patient). Tip flew near anesthetic machine." There was no patient impact.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: 1 opened sample, part number 1883070hs, from lot number 0211531825, was received for analysis. There was a residue consistent with biological contaminants on the device. Visually, the tip was broken off which would have resulted in the reported event. The length of the detached component from tip to break was approximately 1¿, breaking at the distal end of the spiral wrap. There was gouging and thinning of the distal end of the outer tube wall which is an indication of aggressive use. There was corresponding gouging just proximal to the tip. The information most likely indicates that aggressive use such as bending or prying resulted in torsional overload which cause the break. If information is provided in the future, a supplemental report will be issued.